Manufacturer narrative:
The complaint of plastic coating melting off the electrode on 2 devices is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint with a quantity of 2 devices for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. Per the IFU, the user is also advised to visually examine the devices for obvious physical damage including cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. Activation time should be as short as possible. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the ultraclean accessory electrode 6" blade, item # 139107, that occurred during a surgical procedure on (B)(6) 2019 at (B)(6) medical center. It was reported only that the plastic coating is melting off of electrodes during use, 2 devices. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed using another conmed electrode with no reported delay. The electrode was being used in a conmed bovie handpiece. Additional information received 22april 2019 indicates that the reported issue involved the same procedure, same patient and surgeon, quantity of 2. The issue occurred during a total hip arthroplasty, the doctor stated the coating was melting, a new tip was given, and the coating melted off again. Nothing was noted as falling off into the patient. It is noted that the patient was larger with deep tissue. No other information was made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.